Event description:
It was reported that this right atrial (ra) lead insulation is likely compromised. The lead presents atrial tachy response (atr) with noise signals and small intrinsic amplitude. Technical services (ts) recommended lead revision. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).